Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190618 - file-2019-01355 - analysis_and_closure_report_resp-2019-00863.pdf].

Event description:
After implantation of the subject pacemaker, high ventricular lead impedance and failure to capture was reportedly observed. A re-intervention was performed for inspection of the lead. The ventricular lead was loose, even though the set screw was tightened. The pacemaker was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After implantation of the subject pacemaker, high ventricular lead impedance and failure to capture was reportedly observed. A re-intervention was performed for inspection of the lead. The ventricular lead was loose, even though the set screw was tightened. The pacemaker was replaced.